Event description:
Surgeon cracked the pt's femur during uni knee femoral implantation. Had to remove all uni knee implants and used revision knee products to finish the case. This resulted in a 2-hour extension of surgical time.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported pt bone fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.